Event description:
It was reported that the customer's fill estimate was inaccurate. Customer's blood glucose level was not impacted. Reportedly, the customer did not remove air from the cartridge prior to injecting insulin. The customer stated that cold insulin was used.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.